Event description:
Event description cpi received information that during an attempted implant the helix tip on this sweet tip lead (4269) broke off in the myocardium. It was removed from service. * the physicians manual 352527-003c, page 14 states: do not rotate the lead clock-wise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.